Manufacturer narrative:
On 10/23/1997, the facility's risk manager faxed the MFR's rep a letter stating that based on the evals rec'd the MDR#'s 1219454-1997-00337 & 00338 which revealed evidence of "pinch-off sign," she has opted at this time not to return this device to the MFR for analysis. Additionally, she stated that it seems prudent to do some further investigation on her end regarding placement of these devices. Since the facility has opted not to return the device to the MFR for analysis, the MFR's investigation was limited to a trend analysis and review of the device history records. A trend analysis was performed on similar incidents for this catalog/lot number and a trend was not identified. A review of the device history record did not reveal any mfg variances related to this event. Based on the info available and due to the unavailability of the device, no conclusion can be drawn as to the cause of this event. The MFR's investigation of this incident is inconclusive. The customer will be notified of the MFR's findings. The MFR is now closing the file on this event.

Event description:
On 9/8/97, a sales rep from the MFR's distributor was informed by the facility supervisor , spd of another incident involving this product. The distributor's sales rep requested the MFR's rep contact the facility for add'l info. No further details were provided at this time.